Event description:
New info was received from the treating neurologist's office regarding the pt's vocal cord paralysis and stridor. The vocal cord paralysis is further discussed in MFR report number 1644487-2010-00594. The pt was initially evaluated for dental extractions under anesthesia at the end of 2009. She had severe wheezing and shortness of breath and was referred to a pulmonologist to clear her for anesthesia. She was then referred to an otolaryngologist for inspiratory stridor. The pt was evaluated in the ent office on (B)(6)2010 and underwent a fiberoptic direct nasal pharyngolaryngoscopy, which showed true left vocal cord paralysis. A tentative tracheostomy was scheduled after that appointment. The neurologist's office was made aware of the pt's issues and was seen on (B)(6)2010. The pt was unable to walk for 10-feet without severe dyspnea on exertion. She had to stop to catch her breath, she had audible inspiratory stridor, and her color was dusky. She was unable to complete a full sentence without stopping to catch her breath. Immediately after the vns was turned off, her breathing improved. The stridor was done, she was able to ambulate long distances without stopping and she had no further shortness of breath. Her color improved and her oxygen saturation was 97% (did not have one done with vns on). A follow up with her ent on (B)(6)2010 showed continued improvement. There was no stridor, her voice was clear, she was speaking in full sentences without getting winded, and her breathing was comfortable. A stroboscopic exam was [completed] which "was consistent with bilateral vocal cord motion with some restriction abduction of the left vocal cord." There was no known history of vocal cord paralysis pre-vns insertion. The neurologist's office indicated that they feel that it is most likely that the cause of this problem. System diagnostics last noted by the physician's office were within normal limits.

Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that she had noticed the high readings since (B)(6) 2010. At an unspecified time on the morning of (B)(6) 2010, the patient tested her blood glucose and obtained a result of 79 mg/dl. Approximately 15 minutes later she retested and obtained a 113 mg/dl. She then took her usual dosage of insulin and less than an hour after testing she ended up having a seizure. Her boyfriend attempted to test her and was unsuccessful and contacted the paramedics. Paramedics arrived 15 minutes later, and tested the patient using their meter and obtained a result of 22 mg/dl and treated the patient with IV glucose. The paramedics stayed with the patient for 45 minutes and prior to leaving the patient's blood glucose was 158 mg/dl. The patient was not taken to the hospital. The patient did not contact her physician. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is reported since the patient alleged that due to the high reading, she had taken her insulin and later developed symptom suggestive of a serious injury and had to be treated by the paramedics for a blood glucose reading of 22 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.